Manufacturer narrative:
The tandem t:slim pump user guide indicates that the novolog and humalog insulin was tested and found to be safe for use in the t:slim pump for up to 72 and 48 hours, respectively. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced high blood glucose (bg) levels (500 mg/dl). The customer increased the basal rate and ratios, however, the bg level continued to remain high. Insulin injections were used to address the high bg level. During the customer's troubleshooting, insulin was not seen exiting from the infusion tubing. The customer reverted to another pump to manage diabetes. The customer reported to be changing the cartridge every 4 days. Tandem technical support performed a system check with the pump (tubing was no longer attached) and the pump was found to be functioning as expected.